Event description:
Per audiologist's report in 2006, the patient stopped hearing after hitting his head on a trampoline. The patient was unable to attend several scheduled appointments. An integrity test was done 2 and a half months later. The results were consistent with receiver/stimulator malfunction. The device was explanted in early 2007. The surgeon attempted to reimplant the same ear, but was unable to insert a new electrode array. A cerebrospinal fluid leak was noted. The cochleostomy was packed with tissue and fibrin glue and the ear was closed. Implantation of the contralateral ear may be considered in the future. However, the most recent report from the audiologist was that this patient was lost to follow-up by the clinic.

Manufacturer narrative:
.